Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient that the implantable pulse generator (ipg) had been "acting up," waking up the patient, and was "racing real fast." Follow-up with the patient's clinic indicated the patient has not been seen since the date of the incident. No further patient complications have been reported as a result of this event.